Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04567. It was reported the pt felt a shock sensation at his neck. The pt attempted to charge his ipg, but could not establish communication. The pt has felt the sensation twice since that time. Follow up identified the pt received a new charger, and had not had any reoccurrences of the shocking sensation. It was reported the pt had discomfort due to the ipg being shallow, and he wanted the ipg to be repositioned.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.